Event description:
When intubating a patient, the balloon failed to remain inflated. Required multiple attempts at intubation.

Manufacturer narrative:
Interruption in therapy requiring an additional intubation. The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure summary: complaint history for this part number was reviewed for the last 24 months. No similar complaints have been reported. The most likely root cause is damage to the cuff by the patient's teeth. This risk is much higher if the cuff is not completely deflated prior to intubation, as instructed in the IFU. Following the IFU carefully, including the pre-use cuff check, will reduce the risk of this failure as far as possible. Ra: this failure mode (r14), cuff loses pressure due to damage, is identified on the risk analysis file (ra-47) for ett. The severity of harm associated with this failure mode is considered a major (6) risk and does not meet the risk threshold for carb review (8).

Event description:
When intubating a patient, the balloon failed to remain inflated. Required multiple attempts at intubation.

Manufacturer narrative:
Interruption in therapy requiring an additional intubation. The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure